Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis was performed, and confirmed the power consumption of the device has been increasing. The patient is scheduled for a device change out procedure. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis was performed, and confirmed the power consumption of the device has been increasing. The patient is scheduled for a device change out procedure. At this time, this pacemaker remains in service. No adverse patient effects were reported.